Manufacturer narrative:
Qn#(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data on the reported kit (mp-17019-tk). A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle broke during use. The customer returned one plexus block needle which is not the correct needle that is packaged for the reported kit number mp-17019-tk (reference (B)(4)). An attempt was made to contact the customer for clarification (reference (B)(4)). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the cannula is completely separated from the rest of the needle approximately 8mm from the hub. The separated cannula appears to only be damaged at the point of separation. The point of separation shows compression in the needle material that is consistent with a needle that has been pinched or cut. No pieces appear to be missing. The remaining cannula and tip appear typical with no damage (reference (B)(4)). The customer also returned one photo of the bent/broken other remarks: needles, reference files pic.tc# (B)(4). Additional testing was not required as a part of this complaint investigation. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle breaking during use was confirmed based on the sample received. Visual examination of the returned needle revealed the needle was a plexus block needle and is not packaged with the reported kit number mp-17019-tk. The cannula of the returned needle was completely separated from the rest of the needle. However, the separated cannula appeared to only be damaged at the point of separation. The remaining cannula and tip appeared typical with no damage. A device history record review was performed based upon a lot number from sales history data on the reported kit number. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
The needle broke in half at the cannula right under the hub. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The needle broke in half at the cannula right under the hub. The patient's condition was reported as fine.